Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 21 mm trifecta valve was implanted on (B)(6) 2008. The patient presented with aortic insufficiency that had worsened over time. The patient underwent a valve-in-valve procedure with an edwards transcatheter valve on (B)(6) 2014 and is reported to be stable.